Event description:
It was reported that the patient presented in clinic due to an inappropriate shock. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) had delivered an inappropriate shock due to incorrect interpretation of signal. Programming changes were made. Patient condition was stable throughout.